Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The blood glucose reading was 20 mg/dl. The customer was wearing the insulin pump at the time of the event. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as was shown on the status screen. The customer believed the insulin pump to be overdelivering. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.